Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported patient enrolled in a study underwent bilateral knee arthroplasty (B)(6) 2011. Subsequently, patient was revised (B)(6) 2012 due to stiffness. A review of invoice history could not confirm which bearing was removed and replaced.